Event description:
The physician was able to turn on the cassi biopsy device; however, the co2 would not activate. While inside the pt, the cannula would not advance and did not seem to move at all. The procedure was not completed because this cassi was their last one in inventory. There was not pt complication. The pt to be rescheduled to complete the procedure.